Event description:
Per the clinic, the patient developed skin overgrowth and keloid formation at the abutment site. The site was treated with steroid injections and a skin revision (dates not reported) without resolution. On (B)(6) 2013 the abutment was removed, a cover screw placed, and the site was sutured closed.

Manufacturer narrative:
(B)(4). Implanted device remains.